Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs alleging that their one touch ultra2 meter does not power on. The pt alleged that the issue first began in 2009. The pt ate less food/drink due to the reported issue. The pt reportedly began to exhibit symptoms four days later, of feeling tired, exhibited blurred vision and leg pains. The pt went to urgent care and was treated with 40 units of 70/30 for a blood glucose reading of 350 mg/dl at 10:30 on the hospital's device. The meter is not a new product (out of box). The batteries were correctly installed. The pt had not replaced the battery per the owner's booklet and did not have a replacement battery available to verify if the meter would power on. The pt's products were replaced. The complaint is being reported since the pt was unable to test their blood glucose and suffered symptoms suggestive of hyperglycemia and had to receive treatment from a medical professional.